Manufacturer narrative:
Additional narrative: (B)(4). Conclusion and justification status for MDR: examination of the submitted device found the anterior locking tab bent in the anterior direction, which would have prevented the surgeon from seating the component. Furthermore, there is noticeable denting surrounding the anterior locking tab, as well as scratches on the anterior surface of the insert. It is possible these occurred while trying to seat the insert. It is unclear how or when the bending of the locking tab occurred. With the information given, the root cause of the complaint cannot be definitively determined. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. With the information given, the root cause of the complaint cannot be definitively determined. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Upon insertion of the poly, it would not seat properly.